Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced in is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Resistance was met when inserting the steerable guide catheter (sgc) into the vein and the sgc was confirmed to be bent on fluoro. The sgc was removed and it was noted the soft tip was slightly deformed therefore the device was not used and a new sgc was placed. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa) the clip jumped opened. Troubleshooting was unsuccessful therefore the cds was removed. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip opening during efaa and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported clip opening during efaa and clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.